Manufacturer narrative:
(B)(4) = jaw. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition and with a clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed 11 clips as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. However during testing no dropping or ejected clips were noted. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence provided of the subject er320 clips, a cause for the scissored clip complication cannot be determined. The user may have influenced the formation of the scissored clip. A cause for the two clips that did not fully form is likely to have been due to the placement of the 3rd clip on the 2nd clip.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the scrub nurse loaded the first clip and handed the device to the surgeon who was being supervised. The device was put across the cystic duct. The first clip fired as usual. The second clip scissored. The third clip caught the second clip and did not close fully. The fourth clip did not close fully. There was a delay of minutes to procedure. A reuseable clip applier was used to complete the procedure. There were no adverse consequences for the patient reported.